Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, crack was noted in the top cover, the cleaning cover had a scratch which could be recognized with the pad of a finger. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the endoscope reprocessor tested positive for microbial contamination. The issue was found during culture inspection of oer-5 rinse waters. It was noted, the first sample was obtained on (B)(6)2023, and it tested negative for microbial contamination, however, the sample tested positive on (B)(6) 2023. Additional information received from the customer indicated that the water supply pipes are disinfected when the water filter is replaced once every two months. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the subject device could have been a contributory cause.

Manufacturer narrative:
The customer cds information and culture results were inadvertently left out of the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The following is included in the device IFU: chapter "other errors and their treatment¿ "problem: bacterial were detected as a result of a culture test of the rinse water collected from the equipment. Cause: expiration of service life of filters, degradation of the disinfectant solution, etc. The water supply piping is not disinfected. Remedial actions: inspect the equipment as described in chapter, ¿inspection before use¿. If bacteria are detected again in the next culture test performed by sampling the rinse water as described in section, ¿microbiological surveillance¿, contact olympus." Olympus will continue to monitor field performance for this device.

Event description:
The customer cleaning disinfection and sterilization (cds) and culture results were inadvertently left out of the initial report. The user provided their cds practices of the subject device where: precleaning: it was unknown whether pre-cleaning was performed immediately after the procedure or not water is aspirated through the instrument / suction channel with a suction pump manual cleaning: the time from pre-cleaning to manual cleaning was less than 60 minutes. Presoaking was completed. Leak testing was performed in accordance with the device instructions for use (IFU) and passed. Disinfection: the subject device is used for automatic endosopic reprocessing (aer) with endoquick detergent and endodis and aceside disinfectant. All channels were connected with tubes when the endoscope was setting up in the aer. The disinfectant solution met the minimum effective concentration (mec). The water filter was replaced in the specified period. The rinse water treatment was decontaminated without abnormality. Drying is performed with the aer. Storage: without a drying cabinet. The customer provided the following culture results: date of sampling: (B)(6) 2023. Sampling from: rinsing water. Bacterial identification: negative. Date of sampling: (B)(6) 2023. Sample from: rinsing water. Bacterial identification: non-fermenting gram-negative bacilli. Cfu(s): greater than or equal to 20.